Event description:
It was reported that a scorpio nrg insert non-x3 shows severe pitting. It is further reported that the insert has been explanted as the surgeon thought that the insert was possibly delaminating. It is further reported that the insert had been implanted for approximately one year.